Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a loss of a ceramic inlay on a 38610mw post op was detected. The whereabouts of the ceramic inlay in the patient was confirmed by x-ray control. According to a telephone call, there are currently no plans to surgically remove the ceramic inlay.